Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, the patient was being treated for an emergent ruptured abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3. During the procedure, it was reported that after the initial deployment of the proximal end of the gore excluder aaa endoprosthesis featuring c3 was released the device moved distally approximately 2.5cm. The device was reconstrained and pushed back up to the desired location. An angiogram confirmed that the device moved distally again approximately 1cm. The physician chose to leave the device at the current location. When it came time to fully deploy the device, the proximal portion of the device would not fully expand. A cota balloon was inserted into the patient and fully inflated three times to open up the proximal portion of the trunk-ipsilateral leg component. The procedure ended with adequate seal and no endoleaks were reported. The patient tolerated the procedure.